Manufacturer narrative:
The cause for the (B)(6) results is unknown. Siemens healthcare diagnostics is inquiring for the availability of the patient sample for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. Note: product availability may vary from country to country and is subject to varying regulatory requirements. Due to local regulations, the advia centaur xpt is not available in all countries.

Event description:
A (B)(6) advia centaur xpt ((B)(6)) result was obtained for a patient sample during a correlation study with the immulite 2000 platform. The result on the immulite 2000 was (B)(6). The patient samples was also tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00199 on (B)(6) 2015. 12/28/2015 additional information: the patient sample was not available for further testing and investigation. Therefore, the cause could not be determined. This appears to be an unidentified sample specific issue. The cause for the ahbs2 discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. 12/28/2015 correction: section listed the incorrect device manufacture date. The correct device manufacture date is 04/21/2015.